Event description:
Device report from france reported patient with right fractured femur where there was already a hip prosthesis had a plate implanted (B)(6), 2011. Reportedly "it tumbled" and another surgery was necessary. It is unclear if the patient fell or if the plate broke.

Manufacturer narrative:
Event reported to synthes (B)(4) on (B)(6) 2012. Investigation could not be completed, no conclusion could be drawn as device was not returned.